Manufacturer narrative:
No patient information provided.

Event description:
Caller reports that during a correlation study the following coaguchek s / laboratory results were obtained: patient #1: 3.9 inr / 2.78 inr, patient #2: 3.0 inr / 2.27 inr. No treatment information provided. No adverse event reported. Strips not available for return. Requested return of suspect device and replacement sent.